Event description:
It was reported that the shaft break occurred. A 5.00 mm x 20 mm nc emerge balloon was selected for balloon pulmonary angioplasty (bpa). During the procedure, the connection between the hypotube and the balloon shaft separated. The device was retrieved successfully in two pieces from the patient. The procedure was successfully completed with another device. There was no patient complications reported.

Event description:
It was reported that the shaft break occurred. A 5.00 mm x 20 mm nc emerge balloon was selected for balloon pulmonary angioplasty (bpa). During the procedure, the connection between the hypotube and the balloon shaft separated. The device was retrieved successfully in two pieces from the patient. The procedure was successfully completed with another device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a 5.00 mm x 20 mm nc emerge device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break just distal to the port exchange. The polymer extrusion was stretched at the site of the break. In addition, the mid shaft section was severely stretched. Multiple hypotube kinks were noted along its length. The balloon was returned in a deflated stated with bunching present at the distal section and the proximal markerband was pulled into the shaft. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities.